Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was initially treated with the afx2 abdominal aortic aneurysm stent. During the initial procedure, a type 1a endoleak of the suprarenal was detected; the physician elected to treat by dilating with a coda (non-endologix) balloon, which did not resolve the endoleak, and the procedure was concluded. Four (4) days later, the physician implanted a suprarenal afx device and the patient was reported in stable condition. There have been no additional patient sequelae reported.

Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was substantial evidence to support the following reported events: intraoperative type ia endoleak, angioplasty using non-endologix balloon, and a secondary endovascular procedure. Procedure related harms and device, user, procedure, or anatomy relatedness of this complaint could not be determined. The final patient status was reported to be in stable condition. The manufacturing lot review confirmed all devices met specifications prior to release. These types of events will be monitored and trended as part of the quality system. Correction: device code - remove 1068, 1354. Conclusion code - remove 11.